Event description:
Customer reported having issues with sensor and blood glucose readings. Customer stated in the morning the sensor was reading in the 50's mg/dl range and blood glucose was 376 mg/dl. In the evening sensor was 55 mg/dl and blood glucose was 176 mg/dl. The insulin pump also went into threshold suspend due to low sensor readings. During first calibration sensor was 408 mg/dl and blood glucose was 126 mg/dl. Customer was advised of how to properly calibrate the device. Transmitter was functioning correctly. Customer called back four days later and stated the transmitter was not working. Troubleshooting performed and led did not blink. No further information reported.

Manufacturer narrative:
Testing of the minilink transmitter showed that it was functioning properly and passed all functional testing. However, the minilink transmitter has damaged connector corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-73526.